Event description:
The pt called alleging that the meter was set to the incorrect unit of measurement (uom). The pt rec'd a 456 mg/dl and interpreted the reading as 45.6 mmol/l on saturday evening after dinner. The pt did not experience any symptoms at the time of testing. The pt's spouse took her to the hosp and her blood glucose was 25.0 mmol/l (450 mg/dl) and was treated with insulin. The physician told her that the meter was not working properly. Customer service discovered the meter was set to the incorrect unit of measurement (uom) and the pt does not know how the meter was set to the incorrect uom. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The control solution was expired. Customer service is sending the pt is a new meter.